Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient just received the remote monitor and it was overheating. No troubleshooting indicated. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.